Manufacturer narrative:
The visual inspection of the customer returned light crystal diode (lcd) assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the lcd into a fi ventilator to duplicate the reported issue of touchscreen failure. The fi technician tested the lcd assembly, and no failures were identified.

Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. Customer replaced the touch screen, front bezel ,lcd assemble. The customer requested the parts be sent to bench repair. The service engineer identified that the touchscreen and lcd assembly were physically damaged.this issue was caused because of a broken front bezel, lcd assemble, touch screen. When the part is returned, the case will be re-opened, and an investigation will be conducted at the component level.

Event description:
It was reported to philips that the unit keeps freezing up and the touchscreen does not work, and also needs preventative maintenance completed. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer requested that the device be returned to bench for evaluation.

Manufacturer narrative:
B4:13aug2021. H11 the service engineer replaced the lcd and touchscreen. Performed all functional checks all passed. H10 after further review of the complaint, it is unknown if the unit was in therapeutic use at the time of the event but no patient harm nor injury was reported.